Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Bleeding and stroke known potential complications associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. The system is contraindicated in patients who cannot tolerate anticoagulation therapy to reduce the possibility of stroke. Moreover, the IFU further educates the user on pump operation and flow guidelines in order to decrease the risk of a stroke. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
A report was received that the patient presented to the hospital on (B)(6) 2016 with a large right cerebral hemorrhage. The patient was comatose. The hvad pump was turned off on (B)(6) 2016 and the patient expired. No further information was provided.

Manufacturer narrative:
Additional information received on december 19th, 2016 indicated that the patient presented to the emergency room (ER) on (B)(6) 2016. The patient's spouse had reported that he had nausea overnight and was behaving "strangely". On arrival to the ER, the patient was unresponsive and his pupils were sluggish and unequal bilaterally. A stat computed tomography scan revealed a large bleed with midline shift concerning for herniation. The patient's international normalized ratio (inr) was elevated on (B)(6) 2016. The patient's anticoagulation was reversed and the patient was taken urgently to the operating room for a craniotomy in an effort to relieve intracerebral pressure. The neurosurgeon did not evacuate the hematoma for concern of his inr and risk of bleeding. A drain was placed and a camino monitor to measure cerebral pressure. The patient was sent back to the cardiovascular intensive care unit (cvicu). As the day progressed, the patient continued to deteriorate requiring additional neurological monitoring and an external ventricular drain (evd) placement. The patient was then transferred to the neurosurgical ICU. The patient's vad continued to function throughout the entire process without alarms or concerns. The patient's family was informed of extremely poor prognosis in this situation and they opted to maintain support for several days prior to withdraw of support and deactivation of vad approximately 1 week later. The patient reportedly survived <1min after vad deactivation. This and the absence of vad alarms led the team to think that this event was not related to a vad issue. With a review of the available information there was no evidence of device malfunctions or performance issues of the device that would impact the reported event. Coagulopathies leading to intracranial hemorrhage can be caused by changes in viscosity of blood due to sepsis/infection, overuse of anticoagulant therapy, and uncontrolled blood pressure. Patient's with certain risk-factors such as, smoking, cardiovascular disease and hypertension may also have an increased likelihood of stroke occurrence. Clinical factors that may have contributed to the reported event include fluctuations in the patient's inr, anticoagulation therapy, related comorbidities, and the patient's past medical history. Additionally, the medical team reported that the event was not likely a device-related issue. Though the root cause of the reported event cannot be conclusively determined there are patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Correction: product event summary: (B)(4)was returned for evaluation. No device malfunction was reported against (B)(4); therefore, the purpose of this analysis is solely to evaluate the performance of the returned device against current manufacturing/design specifications. Post-explant functional analysis confirmed that pump (B)(4) met pre-implant requirements with power average consumption of 1.94 watts. Visual examination and dimensional verification did not identify any discrepancies that may have caused or contributed to the reported event. There was no indication of mechanical abrasion or abnormal wear of the impeller or on the pump housing surfaces. Based on the investigation conducted, the returned device performed as intended. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.